Event description:
Soft parts usg did not reveal collections or signs of biofilm. The urinary tract infection treated was completed and all rests returned to normal. No formation of nodules on the face, however edema persisted and returns whenever the dose of prednisone is reduced to 5 mg every two days. Patient developed an acneiform rash on the back which the doctor associated with the prolonged use corticosteroids. The patient will complete a 30-day cycle of ciprofloxacin and clarithromycin and a hyaluronidase injection is scheduled at a hospital for shortly thereafter. The doctor plans to exchange ciprofloxacin for minocycline, to help with the inflammatory process and also with the acneiform rash.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "urinary tract infection (uti)" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports patient injection with 3 ml juvéderm¿ voluma¿ with lidocaine in the sustenance region, ck1, ck3, ck2, c2 c4 , c3 , c6, lateral mid third, zygomatic, malar and mentonian region. Juvéderm¿ volift¿ with lidocaine injected in the lips 2.5 weeks later. Patient experienced pain in right breast implant (non-allergan device). Patient developed edema the day of injection accompanied with erythema and pain in all of the injected sites. "Difficulty of vision" also experienced as a result of the local edema. Symptoms worsened and patient was provided an antihistamine. The next day, patient again experienced a worsening [of the symptom] and was given ciprofloxacin, prednisone and hixizine. Laboratory tests were ordered for investigation of primary infectious focus and investigation for concomitant disease such as covid-19. Symptoms resolved 2 months later. Patient again developed pain injected sites 6 months later. Menstrual cramps experienced the next day. Patient took a buscofen. Predsin 20 mg/d and antihistamines provided 2 days later. The following day, there was worsening of the condition, samples were taken, diprospan was injected and oral ciprofloxacin, as an urinary tract infection (uti) was identified. Patient presented high rates of ¿pcr and esr¿. As the condition improved, the patient suspended the use of medications and developed facial edema. Patient experiencing a great period of emotional stress. Soft tissue ultrasound completed. Ciprofloxacin + clarithromycin for 30 days and a new cycle of prednisolon 40 mg/d and 10 mg weaning every 5 days provided. Patient again stopped the medication [treatment] before the deadline and experienced symptoms again. Physician restarted all medication [treatment] and ordered unspecified tests for better monitoring and management of the case. Patient is under treatment, and was submitted to an ecography, where the radiologist reported skin inflammation. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00393 (allergan complaint #(B)(4)). This MDR is being submitted for the juvéderm¿ volift¿ with lidocaine injection.